Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards as it remains implanted. Follow up attempts are in progress to obtain further information. Structural valve deterioration can result in regurgitation and/or stenosis. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a second device was implanted into a 27mm bioprosthetic valve in the aortic position via valve-in-valve procedure. The reason for the operation was failing prosthetic valve dysfunction related to leaflet degeneration. The implant duration was approximately 12 years.